Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the backup battery and the charging board to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The manufacturer's field service engineer (fse) reported a post timer/24v reference failure was found during preventive maintenance. There was no patient involvement.